Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the lead had high ¿bad¿ impedances and intermittent electrodes. The patient experienced a sudden loss of stimulation and therapeutic effect. The patient also experienced intermittent stimulation, overstimulation, and a shocking or jolting sensation. It was also noted that there were high and low voltages. The lead was not used. Impedance testing and reprogramming were performed and x-rays were taken. They also switched multi-lead trialing cables, external neurostimulators, and the lead. The patient continued trialing with a different lead and seemed to be doing better. The patient recovered without sequelae.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.